Event description:
The customer states that since they began using architect stat troponin-I assay reagent lot 60460un11, they have seen an increase in the number of patient samples generating higher than expected results. This seems to especially happen to samples from apparently healthy individuals. No individual patient results/information is being made available from the customer. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation and the lot search did not identify atypical complaint activity. Additionally, accuracy testing was performed using architect stat troponin assay lot 60460un11 and the testing met acceptance criteria. The architect stat troponin-I package insert contains information to address the customer's current issue. Based on the results of this current investigation, architect stat troponin-I reagent lot 60460un11 is performing as intended and no additional product issues were identified. No further investigation is required.